Manufacturer narrative:
Occupation ni equals patient family member or friend.

Event description:
The customer's wife complained that the display of their coaguchek xs meter was faint with possible missing segments that may impact the interpretation of their results. The customer's wife stated that they share the same meter for testing. The customer's wife performed a display check and noted that from the three 8's that are supposed to be displayed, the first and second 8s were showing missing segments. These missing segments from the three 8's are in the results portion of the meter display and this could affect the interpretation of results. There was no allegation of results being misinterpreted or any adverse event. The customer's therapeutic range was 2 - 3 inr. The customer is not anemic, no antiphospholipid antibodies, not on heparin therapy, on no direct thrombin inhibitors, no changes in diet, no signs of bleeding or bruising, no new medications, and no recent illnesses. The meter was requested to be returned for investigation.

Manufacturer narrative:
The meter was returned for investigation. The display issue was determined to be due to the conductor tracks being interrupted.